Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 500 mg/dl and insulin injections were administered to address the bg level. After the alarms, the customer did not observe any damage to the cannulas. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.